Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 600 mg/dl. The customer had been using the insulin pump within 48 hours of high blood glucose level. The customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose levels. The customer reported that the insulin pump did not give him right amount of bolus. The insulin pump passed the self test. The insulin pump will not be returned for analysis.